Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained rv oversensing, post-paced t-wave oversensing (nsrvo) issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended. The patient was not seen in clinic since then and no additional alert for the nsrvo was observed. Patient was stable.